Manufacturer narrative:
Investigation summary: photo evaluation: one photo was attached in tw. The picture is of a bag of oral syringes with one assembled syringe outside of the bag reported to be from batch # 6300864 (p/n # 305219). The syringe outside the bag is marked with black marker near the barrel step. It also has a number three hand written near the barrel luer. This syringe appears to be a sample marked with a black marker during silicone testing, which was inadvertently not discarded. This testing is performed daily to ensure silicone content. Based on the evaluation performed the defect, as noted by the end user, can be verified. DHR review for batch 6300864 (p/n 305219): manufacturing dates:11/01/2016 to 11/02/2016. Batch quantity was 270,000. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 6300864 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Investigation conclusion: this syringe appears to be a sample marked with a black marker during silicone testing, which was inadvertently not discarded.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported there were scale marking issues found on a shipment of 10ml bd¿ clear barrel oral syringes which could potentially lead to volumetric inaccuracies when drawing up medications. There was no report of exposure, serious injury or medical intervention.